Manufacturer narrative:
The customer did not provide the duration of time from the initial procedure to the time the restoration had to be redone. He also did not mention which composite was used to redo the restorations. The product involved in the alleged incident was not returned; therefore, an evaluation was performed on the retain sample yielding results within specifications.

Manufacturer narrative:
A visual inspection of the returned product was performed, yielding results within specifications.

Event description:
On (B)(6) 2011, the doctor stated that he had to redo the restorations on three to five patients because there were alleged black spots underneath the restorations. The customer stated that he did not see these spots at the time of the initial procedure. This is the first of five reports.